Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Investigation evaluation: it was reported, the basket of the device would not open or close before use. Another device was used to complete the procedure. Reviews of complaint history, device history record, manufacturing instructions, quality control data and the instructions for use(IFU) were conducted during the investigation. The device was not returned. No photos were provided. A search of our distribution database found that all devices from the reported lot number have been shipped. Similar product from the same lot is not available for investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specifications. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The complaint device was not returned. Without the device available for investigation, a determination of the cause of the issue could not be determined. The devices are inspected multiple times during manufacturing and quality control checks to verify the basket opens and closes properly. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: urology coordinator. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to an unknown procedure, a ngage nitinol stone extractor was tested and found to not open or close. Another ngage nitinol stone extractor was opened to complete the procedure. The patient did not experience any adverse effects due to this occurrence.